Event description:
A malfunction was reported involving a malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump.